Manufacturer narrative:
Voluntary medwatch report received: mw5152835.

Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited noise and a sensing issue. No intervention was reported. There were no patient consequences.